Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, while advancing the proglide device into the anatomy, the device became stuck and could not be advanced or removed. The patient was taken for a cut down surgery to remove the device. When the device was removed, it was noted that the reason the device had become stuck was because the foot of the proglide had opened slightly and was caught in tissue. No attempt had been made to open the foot of the proglide during advancement of the device. The device was able to be removed after the cut down and hemostasis was achieved with surgical suturing. The patient was put under general anesthesia for the surgical cut down procedure. There was no adverse patient sequela. There was a clinically significant delay in the procedure or therapy due to the need for the cut down surgery. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: analysis was performed on the returned device. The reported entrapment could not be replicated in a testing environment as is was based on procedure circumstance. The reported difficult to insert in to patient anatomy could not be confirmed as the guide wire was advanced through the entire sheath with no resistance noted and hydrophilic coating was present throughout the surface of the sheath. The reported entrapment appears to be related to the observed guide detachment. The reported difficulty inserting the device into the patient anatomy appears to be related to an inadequate nick and spread incision. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.